Event description:
A report was received that the patient's ipg had become superficial and was barely under the skin. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.